Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the user facility and legal manufacturer¿s investigation. The legal manufacturer confirmed that there is no similar event from the user facility. A review of the DHR revealed that the scope was shipped in accordance with specification. The IFU states the possibility of infection by insufficient reprocessing. Based on the dmr review, the reported event was not due to the device design.

Event description:
Additional information was obtained from customer stating " on november 12, 2020. The training session was led by an olympus educator with the goal to educate osuwmc operating room staff on point of use cleaning on the olympus scopes gif-h190. While osu was manually cleaning and disinfecting the auxiliary water channel, there was an opportunity identified for improving the compliance with flushing of the channel during point of use cleaning. An action plan was immediately developed in collaboration with the department. As a result, education and training is being provided according to the olympus instruction manual. It is important to note that patient care was not compromised and that there have been no identified patient safety concerns. No medical device malfunction was identified that could result in an adverse event for a patient. We appreciate the collaboration with olympus and their assistance with creating an educational environment and prioritizing patient safety with the use of these scopes.".

Manufacturer narrative:
No device was returned to olympus for evaluation. However, an olympus representative performed a reprocessing in-service on-site. During the site visit, the customer stated that they do not always use the air/water cleaning adapter during pre-cleaning. Customer also mentioned that they do not flush axillary water port during pre-cleaning. The in-service 'on track' form documents all cleaning, disinfection, and sterilization information that was reviewed during in-service. Manager was provided a copy of the on track form for future reference.

Event description:
It was reported that during a requested visit, the field service engineer discovered that an incorrect or insufficient reprocessing scope was used with the device. There was no patient involvement with this event.